Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd unknown prefilled syringe had a sharp protrusion. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital with lower extremity edema. On (B)(6) 2024, after the patient completed the intravenous infusion, the patient was sealed with an intravenous indwelling needle, and the shell of the prefilled catheter irrigator was found to be damaged, which would scratch the responsible nurse and was replaced immediately, without causing adverse effects to the patient

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received. The patient was admitted to the hospital with lower extremity edema. On (B)(6) 2024, after the patient completed the intravenous infusion, the patient was sealed with an intravenous indwelling needle, and the shell of the prefilled catheter irrigator was found to be damaged, which would scratch the responsible nurse and was replaced immediately, without causing adverse effects to the patient